Manufacturer narrative:
Reporter other occupation: (B)(6). (B)(4). Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper pop off with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that tube k2edta plh 13x75 3.0 plbl lav had the stopper pop off. The following information was provided by the initial reporter: "it was reported that the cap disengaged from the tube. Per email: picked the tube up from a rack and the cap disengaged from the tube."